Manufacturer narrative:
Findings: the unit alarmed button error followed by intermittent buttons due to corroded keypad traces. The unit was received with minor scratches on the lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 9.8 mmol/l. The customer is unable to clear the alarm. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.